Event description:
Information received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the wiring harness was disconnected from the bed exit circuit board. He reconnected the wiring harness to repair the bed.